Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested. Replacement clamp shipped to site 01/14/2016. No parts have been received by manufacturer for analysis. (B)(4)

Event description:
A site representative reported that their suretrak clamp had screws that were worn. Replacement clamp requested. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction to catalog #. Device lot number now provided. Device manufacturing date now provided. Medtronic investigation of returned suspect device finds that the head of the adjustment screw is rounded out. As such, the tool spins within the screw head. Otherwise, the adjustment screw threads are in good condition and function normally. The reported event was confirmed to be caused by physical damage. Engineering analysis confirmed the reported failure and found: damage to the drive feature in the head of the screw is indicative of attempts to turn the screw further than intended (physical damage), most likely due to the fact that the incorrect clamp size was selected for the instrument the customer was attempted to secure to. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.